Event description:
It was reported that there was revision of a rejuvenate system. Pt complained of pain and wanted to be revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.